Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-00626 and 3005099803-2012-00627 address these devices. It was reported to boston scientific corporation that two resolution clips were used for hemostasis during a procedure to treat a bleeding duodenal ulcer performed on (B)(6), 2012. According to the complainant, during the procedure two clips were used that initially failed to release from the delivery catheter. However, both clips separated after the operator manipulated the delivery catheter. The procedure was completed using these two resolution clips. No patient complications were reported as a result of this event. However, immediately following the procedure, the patient experienced cardiac arrest and was resuscitated successfully. The cardiac arrest is not being attributed to the clip placement. Reportedly, prior to this procedure, the patient was already critically ill due to their underlying condition. As of (B)(6), 2012, the patient's condition was still critical.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-00626 and 3005099803-2012-00627 address these devices. It was reported to boston scientific corporation that two resolution clips were used for hemostasis during a procedure to treat a bleeding duodenal ulcer performed on (B)(6) 2012. According to the complainant, during the procedure two clips were used that initially failed to release from the delivery catheter. However, both clips separated after the operator manipulated the delivery catheter. The procedure was completed using these two resolution clips. No patient complications were reported as a result of this event. However, immediately following the procedure, the patient experienced cardiac arrest and was resuscitated successfully. The cardiac arrest is not being attributed to the clip placement. Reportedly, prior to this procedure, the patient was already critically ill due to their underlying condition. As of (B)(6) 2012, the patient's condition was still critical.

Manufacturer narrative:
(B)() for the reported event of clip failed to separate from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly fully deployed and not returned. The control wire was separated per design. Additionally, a kink was present in the control wire. The over sheath was also accordioned near the sheath grip.the complaint of failure to release was not able to be confirmed since the device was received with the clip assembly fully deployed. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context.a review of the device history record (DHR) was performed; no anomalies were noted.